Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the pediatrics unit, when an infusion set was used, it separated at the section that connects to the patient (presumed to be the male luer lock). Although requested, no other information was provided.